Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit indicated maintenance required error code #7. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A getinge field service engineer (fse) cleaned and vacuumed inside of the unit. The unit was ran for a couple of hours and performed safety, calibration, and functionality checks. The unit passed the factory specifications and was returned to clinical service upon completion.